Manufacturer narrative:
B5: corrected to not include allegation of out of box failure, as this issue does not meet the criteria of an out of box failure. H6: removed a02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system used for placement of four pedicle screws. It was reported that the site needed to reposition the right l4 screw. The procedure was completed using robotics. It was noted that this finding was based on visual intraoperative assessment, and therefore it could not be confirmed whether the issue was related to system performance, as the decision was made based on the surgeon¿s clinical judgment. There was no reported delay to the procedure. There was no reported impact to the patient. Additional information was received. It was reported that following screw placement, the guidance system was unmounted and the surgery proceeded with decompression. Subsequently, the surgeon indicated the the right l4 screw was medially positioned, and it was adjusted accordingly.

Manufacturer narrative:
A02: reported to have occurred out-of-box a0908: needed to reposition the right l4 screw g2: this event occurred in portugal, see section e. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system used for placement of four pedicle screws. It was reported that the site needed to reposition the right l4 screw. The procedure was completed using robotics. The issue was reported to have occurred out-of-box. It was noted that this finding was based on visual intraoperative assessment, and therefore it could not be confirmed whether the issue was related to system performance, as the decision was made based on the surgeon¿s clinical judgment. There was no reported delay to the procedure. There was no reported impact to the patient. Additional information was received. It was reported that following screw placement, the guidance system was unmounted and the surgery proceeded with decompression. Subsequently, the surgeon indicated the right l4 screw was medially positioned, and it was adjusted accordingly.